Event description:
Customer called to report the buttons on the pump do not always respond when pressed. Also it was stated that the audible tone was very quite and customer could barely heard them. Troubleshooting was performed. The device tested ok.